Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was inspected by the local staff. The root cause of the vibrating expiratory proportional valve could not be determined. In consequence (correction) the expiratory valve assembly, which contains the expiratory proportional valve, was replaced. There was no patient or user harm reported.

Event description:
While inspecting c1, the local staff noticed a rattling sound coming from inside c1. This sound does not occur when c1 is on standby, but only when it is ventilating.